Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead. Explanted: (B)(6) 2023. Product type lead section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, manufacturer representative, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since the surgery reported in manufacturer report # 3004209178-2023-13159, there has been no improvement with worse condition and more pain. Burden at level of legs with electrical pain and hypoesthesia left more than right. Vas 10/10 continuous pain. Sleep remained a problem and patient would now wake up from pain. Persistent pain symptoms in hip and abdominal. Etiology was possibly related to the device or therapy. Patient was examined , valsalva maneuvers provokes backpain. In patient hospitalization was required. The lead was replaced on 2023-oct-02 and outcome was resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID 977a2, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.